Event description:
My surgeon used the medtronic infused which caused me pain and required me to see a doctor frequently after the surgery and has me constantly worried about whether things will get worse.